Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed (B)(6)2019. Customer has been contacted twice and unable to make contact to determine if hospital stay was a different date .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on with blood glucose of 32 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported a lost meter. The insulin pump will not be returned for analysis.